Event description:
It was reported by the affiliate during a breast biopsy procedure, no vaccum. The device will be evalauted in chine CT, not sent to the us. There was no adverse pt consequence.

Manufacturer narrative:
H3: evaluation summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the vacuum system vso replaced. The device was functionally tested, met all product requirements and returned to the customer. 400:vacuum system vso.